Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook (pch) instrument and performed a device evaluation. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have thermal damage on the distal clevis at the distal end. The monopolar yaw pulley also exhibited thermal damage. There was neither conductor wire damage nor a weld defect observed. As of 04/06/2020, a review of the site's complaint history does not show any additional complaints related to this product and/or this event. A log review was conducted, which resulted in the following findings: it was confirmed the permanent cautery hook (pch) (420183-12) n10170523-163 was used on (B)(6) 2018 with dr. (B)(6) during a prostatectomy-radical procedure with system sh0465. No image or procedure video were provided by the site for review. This complaint is being reported because thermal damage proximal to the ceramic sleeve is evidence of electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information were either unknown or unavailable. Device expiration date was left blank as this instrument has 10 usages allotted to it, which are tracked by the da vinci surgical system. This reported issue occurred on the instrument's 10th usage and, therefore, had not yet expired. Implant date is blank because the product is not implantable. This report has been generated in response to FDA inspectional observations dated 06-mar-2020.

Event description:
It was reported that during a da vinci assisted prostatectomy surgical procedure, the permanent cautery hook instrument had arcing observed. The procedure was completed and there was no report of patient harm, injury, or adverse outcome. Intuitive surgical, inc. (Isi) obtained additional information from the site's robotics coordinator regarding the reported event: during the use of the permanent cautery hook (pch) instrument on pelvic lymph nodes, arcing was observed. The robotics coordinator indicated that there was no damage observed to the pch instrument before or prior to the arcing event. There was no damage to tissue and no repair was needed. There was a fenestrated bipolar forceps instrument installed at the time of the incident. It was noted the instrument did not make contact with any other instrument during the procedure. The instrument was used in conjunction with a valleylab force fx and the coagulation setting was 70 fulgurate and the cut setting was 50 pure. According to the robotics coordinator, there is no video recording. The instrument was used 9 times prior to the reported procedure. The surgeon does not know what caused or contributed to the arcing event. The robotics coordinator indicated they were unable to provide any additional information and did not have access to patient¿s charts.